Event description:
Lap chole - "during intraoperative for lap chole by dr (B)(6), upon removal of bag with gallbladder, rupture noted on bottom seam of bag - visual inspection of abdomen and port done by dr (B)(6)." Patient status: alert.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the tissue bag was detached from the unit and had a tear at the distal end near the seam. Stretch marks and tension were noted on the tissue bag near the tear. The unit was retracted with the supports inside the introducer sheath. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. Previous tests have shown similar stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.